Event description:
A pump declared a cartridge change error, prompting customer contact with support services. There was no adverse impact to the customer¿s blood glucose level, remaining within safe limits. Customer followed guidance from technical support, inspecting components and cleaning the pump before attempting to load a new cartridge, which ultimately failed initially. Customer has backup insulin therapy and successfully completed the load process following further assistance, resuming normal insulin delivery. Customer will adjust syringe filling technique to prevent overfilling the cartridge.